Manufacturer narrative:
Radiometer has requested for the data logs to be returned for investigations. However this was not provided. It was confirmed that there was an error code: 1070, and the issue was solved after replacement on the sensor casette. Due to the lack of data logs, the root cause is unknown.

Event description:
According to the complaint, on (B)(6) 2024 during the blood gas analysis and inspection on abl90 flex analyzer (serial number: (B)(6), the operation was interrupted, and the report could not be issued normally.